Event description:
It was reported to boston scientific corporation that an endovive initial placement gastrostomy kit was placed during a percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, nine days post placement, the physician noticed leakage in the area surrounding the peg tube. An inflammatory reaction and wound filled with pus was noted. Additionally, a bad smell was emanating from the area. The physician attempted to manage the leakage of pus by cleaning. During this treatment, the complete system was "accidentally" removed and a "soley dren" was placed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.